Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant of the left ventricular lead, pericardial effusion occurred due to coronary sinus dissection. No additional intervention was reported and the lead was implanted. The patient was discharged.